Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump that needed the alarm checked and the pump recalibrated was confirmed but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter (B)(4) to report a flogard pump in which the customer requested that the alarm be checked and the device be recalibrated. This condition has the potential to cause an interruption of delivery. Patient involvement is unknown. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.